Manufacturer narrative:
The unit was returned and evaluated. During testing, this unit did not develop any moisture or condensation on the exterior or interior of the unit. The unit was able to start up and run on internal battery power. The runtime test using the internal battery indicated that these batteries were performing to specification and the unit ran approximately 19 minutes over the specified 5 hour expected runtime before the low battery alarm activated.

Manufacturer narrative:
Unit has been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Patient contacted provider from airplane because the freestyle 3 was alarming due to a possible battery issue. Patient said the unit was wet on the bottom, and the airline would not let her plug it in until after they were below 10000ft. Provider stated it was condensation from the freestyle, not the patient, and wants the unit inspected. Doesn't want a replacement at this time, just inspected. Patient was ok, even though there was an ambulance called. There was a doctor present on the plane. Provider preference is to pick up the unit for the patient herself, and not us.